Event description:
It was reported by the physician he was having repeated failures to interrogate. Eventually, the patient was able to be programmed. The serial cable is the suspected source of the issue. It was later noted the physician would have to push the serial cable firmly in all the way and it would then work on the patient. The physician was given a new serial cable which gave no issues and did not have to be held in place to work. The serial cable is expected to be returned but has not been received to date.

Event description:
It was reported by the company representative that the complaint serial cable was returned to the manufacturer on (B)(4) 2015; however, the serial cable has not been received by the manufacturer and believed, at this time, to be lost.

Manufacturer narrative:
This information was inadvertently left off of the supplemental #01 MFR. Report.